Event description:
The pt's husband reported that the cycler's solution bags were too hot and the pt was transferred to the hospital due to severe cramping on (B)(6) 2012. He wanted to know if the cycler could overheat the solution and burn the pt internally. He reported that the solution bags were hot to the touch but did not burn him. The nurse stated the pt keeps a heater close to her cycler/solution bags. On an unk date prior to the event, the pt was hospitalized for bacterial peritonitis. The pt's husband stated she was constipated and the doctors believed this attributed to the event. On (B)(6) 2012, the pt was brought to the hospital for abdominal crams and readmitted for peritonitis.

Manufacturer narrative:
The pt was re-educated on proper techniques to avoid the over-heated solution bags. There have been no reported events attributed to the peritonitis event. There was no history of fluid leaks. Cassette breaks, or device malfunction. Peritonitis is a known complication of peritoneal dialysis, usually caused by a break in the sterile field or aseptic technique. Pain is symptom of peritonitis. There is no history of fluid leaks, cassette breaks, or device malfunction. The actual device was not returned for evaluation. An investigation of the device manufacturing records was conducted. No additional info available. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.